Manufacturer narrative:
The investigation has completed since the initial report was filed. The returned introducer and pump product was analyzed, as were the data logs. There was no damage or abnormalities observed in the returned product. The bleeding was due to the high anticoagulation and not due to the impella product. The act was noted to be supra-therapeutic after the patient was placed on bivalirudin. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the patient injury is on-going. At the conclusion of the investigation, a final report will be filed.

Event description:
A patient was admitted for a high risk angioplasty of the coronary artery. He was known to have left main coronary disease and so an impella cp was placed for hemodynamic support during the angioplasty. The team accessed via the right femoral artery and proceeded with the case. At the case end the team attempted to close the arteriotomy, when the closure failed and the patient suffered an access site bleed. The team treated this with a balloon tamponade, blood replacement, and a viabahn stent.